Event description:
During the removal of the malyugin ring system using a sinskey hook and the inserter, the ring's glue joint fractured and broken end of the ring "strummed" the zonules. The procedure was completed as planned and there was no permanent damage.

Manufacturer narrative:
At the time of this report, the device has not been returned for eval. The surgeon indicated that he used a sinskey hook to remove the ring. The directions for use warn against the use of this hook. There was no decentration of the capsule or lens noticed during follow up with the pt.